Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed the set screw was backed out too far and across threaded. The set screw could not be re-aligned and could not be tightened down on to known good lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1chgl serial# implanted: explanted: product type lead . (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a lead revision due to lead migration and there was a battery set screw issue. The hcp inserted the new lead into the existing implantable neurostimulator (ins) but the set screw would not secure the lead into the socket despite hearing the click of the screw. The hcp repeated the process to secure the battery set screw but was unable to secure the lead. Audible clicking was heard but the lead was pulling back despite seeing the lead fully inserted into the socket. A new ins was requested and implanted by the hcp which resolved the issue and normal impedance testing was noted. It was indicated that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. No further complications were reported or were expected.

Manufacturer narrative:
Aware date was corrected to 10/31/2017. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the healthcare provider (hcp) was inquiring to patient services when they would receive analysis results and the warranty information for the implantable neurostimulator (ins) that was explanted due to being defective. There was confusion over when the manufacturing representative (rep) was aware that the ins was explanted, and it was clarified that the rep was present for the explant and the date should be (B)(6) 2017. (B)(6) 2017 was the date that the rep received the device back from the facility. The ins was received by medtronic on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that they did not have the lead, they believed that it was discarded. For the clarification, this case was not a scheduled explant. There was no known defect with the battery prior to the case. The existing battery was working normally but the patient had loss of therapy due to lead migration, per x-ray¿sthat doctor had ordered and reviewed. The battery issue occurred when the new lead was inserted in to the existing battery. As the screw would not secure the lead, a new battery was implanted. They shared with the doctor contact that they were not aware of the warranty specifics, especially as this was not the initial use of the implant battery.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot#: va1chgl, product type: lead. Information is provided in the future, a supplemental report will be issued.